Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016 patient with lumbar canal stenosis underwent posterior interbody fusion. Intra-op, the surgeon tried to attach a break off set screw to multi axial screw but it could not be attached properly. The surgeon tried to do it again but it could not be attached, either. When the break off set screw was checked and part of tip of threads seemed to be peeled so it was replaced with new one and the surgery was finished. No fragments were remained inside the patient. No patient complications were reported. The product was disposed at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.